Event description:
It was reported that during an unspecified pta treatment procedure, balloon removal difficulties were encountered. At the end of the procedure, the blue max 12-4/7/75 balloon became stuck in the terumo 9f introducer sheath. No patient injuries or complications were reported. Patient status is reported as 'no consequences for the patient.'

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.